Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device made a noise after he administered a bolus, then the button error alarm occurred. Blood glucose level was 140 mg/dl at the time of the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.